Event description:
"Have had a couple of cases where there was concern that no blood was collecting in the tube or canister. [Device ineffective] there was a clot in the y area of the tubing and has happened on 2 occasions [device occlusion] case narrative: this spontaneous report was received from a nurse via clinical account specialist (cas), referring to a female patient of unknown age. The patient's medical history, concurrent conditions, concomitant medications, and past drug reactions/allergies were not reported. This report concerned 1 patient and 1 device. On an unknown date, the patient had vacuum-induced hemorrhage control system (jada system) insertion (lot# and expiration date were not reported) for unknown indication. It was reported that they have had a couple of cases where there was concern that no blood was collecting in the tube or canister (device ineffective). They felt like there was a clot in the y area of the tubing and had happen on 2 occasions (device occlusion). On an unknown date, therapy with vacuum-induced hemorrhage control system (jada system) was discontinued. The patient sought medical attention. Outcome of device occlusion and device ineffective was unknown. Upon internal review, the event "device ineffective" was determined to be medically significant. This is one of two reports received from the same reporter. FDA code: (B)(4).

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.